Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) and the intuitive hub mounting arm to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a training,demo of the da vinci system intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted after staff reported repeated recoverable error 23002 on arm 3. The tse guided a hard power cycle, but the issue persisted. The tse then guided disabling arm 3 and suggested proceeding with three arms. There was no report of patient involvement.